Event description:
It was reported that a lead integrity alert (lia) was triggered for the right ventricular (rv) lead for high rate non-sustained episodes and elevated short interval counts (sic). An rv lead fracture was suspected. Lead detections were programmed off and the lead was eventually capped and replaced. During the replacement procedure, a new rv lead was attempted but not used due to difficult anatomy. It was noted that subclavian and superior vena cava (svc) stenosis required balloon venoplasty and that the "lead could not be advanced without the sheath remaining in place, therefore the lead was too short." An alternative longer lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).